Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 140-306 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.